Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned device revealed that the hypotube was kinked at various locations along its length. The distal extrusion was stretched down onto the guidewire and as a result the guidewire was trapped inside the wire lumen. This stretching of the extrusion onto the guidewire is consistent with excessive tensile force having been applied to the shaft. An examination of the balloon found that the distal end of the balloon was not refolded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, guide wire entrapment occurred. Vascular access was obtained via the right groin. The target lesion was located in the aorta. During insertion of a 15mm x 2.00mm apex balloon catheter on a non-bsc guide wire within a vl 3.5 runway guide catheter. The balloon catheter was pulled negative and collapsed on itself. The balloon catheter then became trapped on the non-bsc guide wire and was unable to move. The apex balloon catheter and the non-bsc guide wire were removed together as one unit. The procedure was successfully completed. No patient complications were reported and the patient's status is listed as ok.